Event description:
Livanova deutschland received a report that, during a procedure, the 3t heater cooler smelled as burnt, leaked and showed error codes. There is no report of any patient injury. A livanova field service representative was dispatched to the facility to investigate the device and confirmed burnt smell, noticed distribution board was burnt. Also noticed the stirrer motor and fan were not spinning when the heater cooler was turned on. The error codes shown on the patient side were pump 1 will not start (does not take in enough power, e05) and pump 1 is blocked (too slow, e07).

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. Field service was dispatched and both the patient 1 and 2 motors smelled burnt. Replaced the distribution board, patient 1 pump, patient 2 pump, and stirrer motor, replaced fan and issue was resolved. 3t is properly functioning and ready for use. A possible explanations is that the water may have gotten in through the small fan behind the patient bridge which then could of leaked into the patient side motors, which could of led to the burning of the distribution board. However this could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2024 and no other similar event has been reported, neither concerning trend has been identified. Based on all the above findings, it cannot be ruled out that the most likely root cause of the reported event is mishandling by the user, which may have caused the 3t overfilling leading the water entering the fan behind the patient bridge which then could have leaked into the patient side motors causing the burning of the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.